Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the preparation process for a cerebrovascular surgery. Patient was transferred to another device to complete the surgery. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. The remote service engineer (rse) checked the logfiles remotely and found the converter error. Upon functional testing, the fse checked the generator logs and found x-ray generator error and anode and cathode hv was not balanced. The eq1 converter was defective. To resolve the issue fse replaced the eq1 converter. After the replacement eq1 converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy or exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.